Event description:
It was reported to philips that the device could not turn on. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6).reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Based on the information available, the cause of the reported problem was not confirmed, customer claimed that reported problem was occurred occasionally.